Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing "aching" on her right side and the patient has had fever for two weeks. Further investigation revealed the patient continues to experience a low grade fever. As such, the patient was referred to an infectious disease surgeon to have her system removed.